Manufacturer narrative:
Concomitant medical products: product ID 3708640, serial# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the healthcare provider (hcp) told them that the patient has a broken/bad wire in them and it was not working correctly. The hcp said there was nothing they could do about it because of the patient's low blood pressure. No further complications were reported as a result of this event.